Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evalution?yes. D9: returned to manufacturer on: 10-oct-2023 h.6. Investigation summary: samples were received and an investigation was performed. Embecta was able to duplicate or confirm the indicated issue as bent cannula npe. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required. H3 other text : see h.10

Event description:
It was reported that the non-patient end of the bd micro-fine¿ pro pen needle was broken. The following information was provided by the initial reporter, translated from japanese: "this report is about needle pe bent. The drug solution did not come out because the needle pe was bent. Via bdj investigation: "17 defect samples were returned. Bdj found 11 np needle bent and 1 np needle broken. No defect was observed for 5 samples."

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the non-patient end of the bd micro-fine¿ pro pen needle was broken. The following information was provided by the initial reporter, translated from japanese: "this report is about needle pe bent. The drug solution did not come out because the needle pe was bent. Via bdj investigation: "17 defect samples were returned. Bdj found 11 np needle bent and 1 np needle broken. No defect was observed for 5 samples."